Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit had reflected a reading of 201 degrees fahrenheit which is greater than the manufacturers specification (specified reading is less than or equal to 118 degrees fahrenheit) therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during an equipment inspection, it was observed that the attachment device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.